Manufacturer narrative:
The pump was received with damaged display window cover, minor scratched lcd window, cracked keypad at select button, missing retainer and missing reservoir tube o-ring. The pump was unable to perform displacement test due to missing retainer. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump ring had fallen off. It was reported that the pump would be replaced and returned for analysis.